Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer reported having a problem, trying to rewind and prime the insulin pump. The customer reported the insulin was "squirting out" during the manual prime process. The drive support disk is normal slightly indented. The customer did troubleshoot the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify rewind alarm due to prime alarm. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, missing end cap sticker and corroded battery tube.